Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during a lead implant procedure on (B)(6) 2024, there was a dura puncture. As a result, physician decided to abort the procedure. No device was implanted. Patient was sent to hospital for further observation.